Event description:
The st. Jude medical representative phoned to report the patient presented with an extended charge time. Several capacitor maintenances brought the charge time down but not to a satisfactory level. The ICD was explanted.